Event description:
A non-healthcare professional reported capsular flap folded and noticed radial tear in the unknown eye of the patient, during cataract surgery. Suction was successfully achieved and no known rick factors were observed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Service history was reviewed for the system. There was no service record found. However, the system was last serviced prior to the reported event per service record opened. The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).